Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed no motor movement or negligible movement, retries to free a stuck motor failed. The customer¿s blood glucose level was 150mg/dl at the time of the incident. The customer stated that the insulin pump was exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with pump error alarm during rewinding due to jammed motor gearbox. Unable to perform functional testings due to pump error alarm. Unit was received with missing serial number label, cracked battery tube threads, cracked reservoir tube lip, partially detached reservoir retainer, scratched case and minor scratched lcd window.